Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a previous device check the programmer had displayed an inaccurate battery longevity estimate. The device remains implanted. Patient was in stable condition and monitoring will continue.